Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. During the index procedure, following placement of unspecified guide wires in the 1st obtuse marginal (om) and the left circumflex (lcx), a 98% ostial stenosis in the 1st om was treated with predilatation using a quantum maverick balloon at 18 atms pressure. Post ballooning there was a fair amount of vessel recoil noted in the om and the "vessel appeared to be larger". A 2.5 x 12 mm quantum balloon was used for further dilation which resulted in a 20% residual stenosis and timi 3 flow. Subsequently, ivus revealed significant 70-80% disease in the mid to prox lcx (target lesion). The target lesion in the prox lcx was 80% stenosed, 30mm in length with a reference vessel diameter of 3.25mm. This was treated with predilatation using a 3.0 x 20 mm quantum maverick balloon at 20 atms pressure and placement of a 3.00 x 32mm taxus liberte stent. Following postdilation residual stenosis was 0 with timi 3 flow. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was seen in the office due to complaints of hypotension with repeated low readings over the past 3 days. Heart transplantation versus end of life planning were discussed and the patient accepted hospice care. In (B)(6) 2012, the patient expired at an outlying hospital after being transported by emergency medical services on the same day. The cause of death was end stage ischemic cardiomyopathy. From hospice, official death report the diagnosis was "end stage cardiac disease."

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. During the index procedure, following placement of unspecified guide wires in the 1st obtuse marginal (om) and the left circumflex (lcx), a 98% ostial stenosis in the 1st om was treated with predilatation using a quantum maverick balloon at 18 atms pressure. Post ballooning there was a fair amount of vessel recoil noted in the om and the ¿vessel appeared to be larger". A 2.5 x 12 mm quantum balloon was used for further dilatation which resulted in a 20% residual stenosis and timi 3 flow. Subsequently, ivus revealed significant 70-80% disease in the mid to prox lcx (target lesion). The target lesion in the prox lcx was 80% stenosed, 30mm in length with a reference vessel diameter of 3.25mm. This was treated with predilatation using a 3.0 x 20 mm quantum maverick balloon at 20 atms pressure and placement of a 3.00 x 32mm taxus liberte stent. Following postdilation residual stenosis was 0 with timi 3 flow. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was seen in the office due to complaints of hypotension with repeated low readings over the past 3 days. Heart transplantation versus end of life planning were discussed and the patient accepted hospice care. In (B)(6) 2012, the patient expired at an outlying hospital after being transported by emergency medical services on the same day. The cause of death was end stage ischemic cardiomyopathy. From hospice, official death report the diagnosis was 'end stage cardiac disease'.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).